Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, fiber life activated and diminished vaporization was observed with the first fiber at 32,390 joules of use and 7:44 minutes. The "beam firing from end of fiber" was observed with the second fiber at 19,220 joules of use and 11:23 minutes. "Finished case with third fiber"; fiber began to activate fiber life. "Physician was done and did not need to continue lasing." Case was completed with no further incidents. This report is for the third fiber used.